Manufacturer narrative:
Product complaint # (B)(6). Date sent to the FDA: 12/11/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specif. Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? What was used to complete the procedure? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) needle was detached from suture (popped off) during closure of joint capsule during total knee arthroplasty. Actual pop off occurred during the suturing. The needle did not fall into the patient; it was in the needle holder. Another sxpp1a445 was opened and used to complete the procedure. I was present for the case and saw this happen. Surgeon was dr. Gh to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. It was reported by the sales reps who was in the case that the needle poop of in the suture. There were no patient adverse event. Product is not for return. Additional information was requested.